Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Functional testing revealed that the device was not able to power on in battery mode. When the device was plugged in, an f-94 alarm was identified. The reported condition was verified. The cause of the f-94 alarm was determined to be due to low battery voltage. The battery was replaced to resolve the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump would not turn on. This occurred before use. There was no patient involvement. No additional information is available.